Manufacturer narrative:
The customer's report of the infusion rate changing was confirmed. Analysis of the pcu event log shows that at 12:38 pm on (B)(6) 2016 the device was programmed to infuse morphine 0.2 mg/ml at 1 mg/hr which made the rate 5 ml/hr. The dose was later increased to 2 mg/hr and at 7:37 pm was increased to 3 mg/hr which made the rate 15 ml/hr. At 5:38 pm on (B)(6) 2016 the rate was changed to 16 ml/hr which made the dose 3.2 mg/hr. At 7:20 pm, the dose was changed to 4 mg/hr which changed the rate to 20 ml/hr. At 9:03 pm the device was channeled off, then turned back on and the infusion was restored at the previous rate of 20 ml/hr. The infusion continued at 20 ml/hr until 11:53 am on (B)(6) 2016 when the device was channeled off. The total volume recorded as being infused during this period was 750.505 ml. The volume recorded as being infused at the rate of 20 ml/hr (from 7:20 pm on (B)(6) 2016 to 1:53 am on (B)(6) 2016) was 327.6 ml. The root cause of the infusion rate changing was identified as user programming. No device was returned for investigation.

Event description:
The customer reported that an infusion of 250 ml of morphine was programmed to infuse at 16 ml/hr (4 mg/hr continuous) however the rate changed to 20 ml/hr. There was no patient harm.